Event description:
It was reported that the patient had a catheter revision the night of (B)(6) 2013. The following day, the patient was noted to be "in overdose". The pump was turned down significantly. The patient was noted to be "like in critical care" and had been in the hospital for three days. The caller inquired as to a procedure for diluting the medication in the csf by use of saline, but the manufacturer was not familiar with that procedure. The medication used within the system was lioresal.

Manufacturer narrative:
Product ID: 8590-1 lot# n269462, implanted: 2010 (B)(6), product type accessory product ID: 8596sc lot# serial# (B)(4), implanted: 2010 (B)(6), product type catheter product ID: 8596sc lot# serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).